Event description:
It was reported that preparing the preloaded intraocular lens iol) was difficult. The surgeon tried to start again and by re-preparing the implant in the injector they realized that the iol was square rather than round. The material is available for investigation. No further information was provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Initial reporter telephone number: (B)(6). The device was not received for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 1 july 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: no intra-ocular lens (iol) was received as part of the return. Only the handpiece was received inside of the original folding carton. Therefore, no product evaluation could be performed on the iol. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Inspection of the external assembly revealed that there were no issues with the handpiece that could contribute to lens damage. The complaint issue of lens damage was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.